Manufacturer narrative:
Additional narrative: a service and repair evaluation was performed. The investigation of the complaint articles has shown that: the customer reported the item would not catch the screwdriver bit. The repair technician reported the nose piece was jammed, the pin was rusted, and the replacement part was not available. The item is not repairable. The cause of the issue is unknown. The evaluation was confirmed. This item was forwarded to the complaint handling unit on (B)(4) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the returned devices show regular use during their lifespans. The devices look to be in good condition, but the couplings on part # 311.01 is stuck and does not operate smoothly. Since part # 310.950 is disassembled and missing a component, its complaint condition cannot be confirmed. The returned instrument(s) are used in numerous systems for tapping, inserting screws, and tightening implants. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Although an exact cause cannot be determined, the complaint condition was most likely caused by accumulated wear coupled with the method of use rather than the design of the instrument. For part # 310.950 01 the drawing was reviewed. No drawing issues or discrepancies were noted on the current drawing revisions. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint condition is confirmed and was caused by wear accumulated over the life of the device rather than the design of the instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two devices, part 311.01 (handle with mini quick coupling) and part 310.95 (handle with mini quick coupling, stainless steel), would not catch the screwdriver bits during surgery. The screws were removed with needle nose pliers. There was no negative impact to patient but there was a 30 minute surgical delay. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is unknown. Device is an instrument and is not implanted/explanted. A service history review was attempted but could not be performed because the subjected device is a lot controlled item. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.